Event description:
It was reported that the left ventricular assist device (lvad) coordinator had difficulty screwing the black system controller lead onto black mobile power unit (mpu) cable connector. A loaner mpu was issued by account. A repair was requested as this mpu was issued less than 1 year ago. Related mpu MFR 2916596-2023-08740.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the black power lead of the heartmate 3 system controller (serial number: unknown) to the patient cable of the mobile power unit (serial number: (B)(6)) was not able to be confirmed, as no products have returned for analysis. Available information indicated that the mobile power unit (mpu) was exchanged, and repair was requested for the unit. Multiple attempts were made to obtain information regarding the resolution of the event and the return of the mpu, but no response was received. This investigation will re-open if/when products are returned. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the controller was not provided. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources, including the mobile power unit. The heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.